Event description:
It was reported the device was used during a low anterior resection. It was reported by the rep, that the tx60b was used on the rectal stump. The surgeon inserted the cdh33 and it tore the rectal staple line. The rep. That observed the surgery, believed the pt's bowel had not been prepared properly. The resident had feces all over his hands and arms. With that much feces inside, the feces tends to get compacted down along the staple line. The staple line was intact, only the seroma had peeled back. There was no consequence to the pt.